Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie spot was issue with ejecting. The field service engineer (fse) adjusted the drawer slides to allow the drawer to open fully and ensured smooth operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie failure was identified in which a specific cubie position experienced difficulty ejecting. The customer noted the issue when attempting to open the cubie to issue medication and during restocking of a new cubie. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.